Event description:
It was reported that the zimmer electric dermatome unit had low power and would not cut right. The pt had to be woken up from general anesthesia because they did not have an alternate device to complete the planned elective plastic surgery procedure. Additional clinical follow up with the hospital indicated that the unit was never placed on the pt. The pt had to be re-scheduled for the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 10 years old. This is a zimmer loaner device, and has been returned many times. The returned device undergoes a standard procedure for servicing upon return. It was last returned on (B)(4) 2011. The inspection found that the device operated normally. Unable to determine cause of the reported complaint. Clinical follow up indicated the customer thought the speed and sound of the dermatome was not correct, and did not use it on the pt when a blade and width plate were attached to the device, during pre repair testing, the device operated normally and sounded typical of a zimmer electric dermatome with blade and width plate attached. The handpiece motor speed was within specification. No fault was detected during the repair process. The handpiece motor was measured to be within specification. The device was serviced and returned to the customer.